Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was stated that the system was used by the neuro team that used the system 95% of the time, where they would hang the elsbox off the foot of bed. When the surgeon needed the bed lowered the cords got bent. It was mentioned that in situations where the bed is tilted and lowered the cables could be bent even more. Therefor the ports got bent from their normal position. This practice in positioning the box, lead to the elsb being damaged.

Manufacturer narrative:
Concomitant medical products: product ID: 9660651r, serial/lot #: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that the electromagnetic localization system box wasn't getting power. They reseated the cables and got power, but the emitter would not track any instruments. They swapped the emitter to the second port on the electromagnetic localization system box and were able to get it to track. The manufacturer representative stated that there appeared to be some damage to either the electromagnetic localization system box port or the emitter plug. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.